Event description:
On (B)(6) 2014 a customer reports a donor unit which is o rh negative reported out as rh positive on weak d testing using capture-r select plates on the galileo echo instrument.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the test well images on the echo. Pi lab performed a weak_d assay on three known rh negative in house donor samples and 1 rh positive sample on the echo using retention capture-select plates lot sc284 and retention capture-r indicator cells lot 221236. Controls performed as expected and all rh negative in house donor samples were negative as expected retention product performed as expected. A service call was made to check the probe autocal setting. Customer reports using a new lot of capture-r select, sc294, has resolved the problem. Customer indicates affected samples were repeated and reported out negative with cell buttons appearing as expected. Our investigation did not identify a potential product deficiency. The customer issue was not reproduced or confirmed.